Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: nurse is reporting that she thinks that while administering a secondary infusion that the pump was pulling from the primary fluid. I think I learned that the correct administration of a secondary is very much dependent on the relative positioning of the secondary and primary infusions, but I can't find any documentation regarding this subject. In this particular incident, there was approximately 50 cc remaining in the secondary infusion when the pump began to pull from the primary line. It's important to note that the nurse had already lowered the primary line on two hangers, following the recommended practice, yet we still observed the same issue. This is not an isolated event. Nurses have experienced this on multiple occasions. To address the problem, some have started using three hangers to lower the primary even further and, in some cases, have resorted to clamping the primary line to ensure the pump pulls correctly from the secondary. This is causing delays in chemotherapy administration. Our patients are already in the clinic for two to three hours, and these complications are adding even more time to their visits, which is far from ideal.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.